Manufacturer narrative:
H10: one (1) used list# cl3950, 8" (20 cm) ext set w/microclave® clear, chemolock¿ port, y-connector, rotating luer. Lot# unknown was received on (B)(6)2020for evaluation. The device was leak tested according to product performance specifications. Leakage occurred between the male luer post of the chemolock port and the bond pocket of the y-connector. The location of the leak was further examined under a microscope. The male luer post of the chemolock port was found to be bonded but not fully inserted into the bond pocket of the y-connector. The reported complaint can be confirmed. The probable cause of the leak was due to an inadequate luer insertion during the manual assembly process in ensenada. A device history review could not be conducted because no lot number(s) was/were identified. Additional information in d10 and h3. D10 - date returned to mfg is (B)(6)2020.

Manufacturer narrative:
The device is expected to be returned for evaluation. It is not yet received.

Event description:
The customer reported a 8¿ (20 cm) ext set w/microclave clear, chemolock port, y-connector, rotating luer that during the administration of doxorubicin (avesicant), the device started leaking medication around the base of chemolock. A couple of drops were noted on the client's thumb. The administration stop immediately and the client was treated immediately per protocol. There was patient involvement but no harm reported.